Event description:
It was reported that a patient was told by a healthcare provider (hcp) that a flipped pump ¿had happened to others and was not cause for concern¿. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, lot# unknown, product type: catheter. (B)(4).